Event description:
The customer reported that a barcode misread occurred while running at htlv I/ii assay. Intermec wand reader was in use at the time the misread occurred. No death or serious injury was associated with this incident.